Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation. As reported, "dirt" was found in the package of an 's-curve urethral dilator set' during the process of receiving and checking products. There was no patient involvement or contact with the device. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. One device was returned in an unopened package. Upon inspection, there was a dark spot in the package. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also completed a review of the DHR which recorded no relevant non-conformances related to the reported failure mode. A database search for complaints on the reported lot found no additional complaints reported from the field. Due to the individual nature of inspecting the finished package product, one non conformance (for an unrelated failure mode) does not indicate additional non conformances in the lot. Additionally, there have been no other complaints filed for this lot. Therefore, there is no evidence to suggest that nonconforming product are in the field; however, this lot will continue to be monitored. Cook also reviewed product labeling. The IFU supplied with the device, t_scurv_rev1, includes the following: how supplied do not use the product if there is doubt as to whether the product is sterile. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that the cause of the complaint is manufacturing related. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, "dirt" was found in the package of an 's-curve urethral dilator set' during the process of receiving and checking products. There was no patient involvement or contact with the device.

Manufacturer narrative:
E3: occupation = quality assistant. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.